Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set ckt. After treatment started, a "return extremely positive" alarm triggered due to a broken venous male luer lock. The patient had an estimated blood loss of 152ml when the content of the extracorporeal circuit was not returned.